Event description:
The patient was implanted with a vented electric lvad in 2002. In 2003, the vad coordinator reported that the patient normally runs at a rate of 80 to 90 bpm with flows in the 7 to 8 lpm range. The patient now reports that the lvad is running at a beat rate of 118 to 120bpm and complained of not felling well due to the increased lvad beat rate. The vad coordinator is concerned about inflow valve failure and has advised the patient to come to the hospital for evaluation and testing for inflow valve failure.